Event description:
Midmark was notified by the pt's insurance co that she had fallen to the ground from a midmark model k515 stretcher on 8/26/1998. The hosp was contacted to obtain info for this report. According to the hosp, the pt was lying on the stretcher with the head end slightly elevated. The stretcher was being used as a post-op staging device, and the pt had undergone a procedure on her wrist. Something on the stretcher broke and the woman slid off the lowered foot end of the stretcher, landed on her feet, and fell to the side on her back/buttocks. She was examined by medical personnel in the ER, and was not treated.